Manufacturer narrative:
Integra has completed their internal investigation on april 25, 2017. Results: evaluation of returned device; there were two hooks in used condition, not showing any unusual markings. During the analysis of the returned hooks, it is noticed the hooks are showing wear, spotting within the finish and tips broken. Per end users complaint the breakage occurred during use of the instrument. This type of damage to the tips can happen if too much pressure is used. DHR review; nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history/corrections: none. Health hazard evaluation history: none. Complaints history; a two year look back in trackwise found a total of 0 complaints for item x21432, for failures related to broken during use. Conclusion: there were two hooks returned used/processed showing wears, spotting and broken tips. The complaint report has been confirmed; the root cause has not been identified as a workmanship or material deficiency.

Event description:
Customer initially reports 3 of the 6 instruments broke during first use. On 4/13/2017 customer reports device tips broke off during a vein ligation and stripping left leg, no patient harm, tips retrieved. Number 2 of 2 related complaints same patient.